Manufacturer narrative:
Additional information has been provided in d.10, g.1, g.2, h.3, h.6 and h.10. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. As the customer did not retain the finished goods lot number of the consumable, device history record (DHR) and lot history could not be reviewed. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. There was no sample returned for evaluation. Therefore, the condition of the product could not be verified. The root cause could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ultrasound was lost and the aspiration tubing was empty during phacoemulsification of an ocular procedure. The staff replaced the handpiece and all consumables. The problem was still present. The surgeon used the irrigation/aspiration handpiece to complete the procedure. There was no patient harm. There were no system error messages displayed. This is 1 of 2 reports being filed from this facility.